Manufacturer narrative:
(B)(4). Date sent: 9/11/2015. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot. Additional information received: were you present for the case? No. What technique was used with respect to the advanced hemostasis and the min/max button. According to the surgeons' explanations we believe that the ah mode was not used correctly. The surgeon however has 10-15 years of experience with harmonic (i.e. Older models). How were these features used in taking the artery? According to the surgeon, she as always used the harmonic ace (ace36e) for a total hysterectomy i.e. For the arteries as well as the round ligament. During this case however, there was a bleeding after taking a structure and she tried to coagulate with the ah button, probably by activating to short (spot coagulation). Percentage of time the advanced hemostasis button or the min/max button were used? Unknown. Did the surgeon recall hearing the second tone when using the advanced hemostasis button? Yes, but she described it as confusing. Where was the advanced hemostasis used? (What structure) unknown. Where was the min/max button used? (What structure) the surgeon uses min button for the majority of the time (our experience of last 4 cases after the complaint case) how long has the surgeon been using the harmonic +7 device? We could track that she tested the device in december 2014. However they continued using ace36e due to overstock until the complaint case. Was the surgeon in-serviced prior to using the harmonic +7 device? Yes, according to our records, the new harmonic ace +7 was tested in on december 9, 2014 with that surgeon. Did the gen11 display any yellow alert screens during the procedure? Unknown. What power setting was the generator on? Unknown. Nevertheless the same generator is being used for visceral surgery and there the harmonic 7 shears are working fine. Was the power level of the generator changed to achieve better coagulation when the mild bleeding occurred? Not known. However, we do not assume so as neither the ops personal nor the surgeon ever changed something on the gen11. The surgeon did also not mention this. What is the surgeon's typical steps to use the device? (Such as waiting to hear tone 2, etc.) The surgeon used the ace36e before and mainly worked with the min button. She was not sure what the 2nd tone with the new harmonic ace +7 means / indicates. It confused her. Did the surgeon use the harh on this artery? Not known, we assume so. How was it determined that the harh caused the issue? We do not know whether this caused the issue. According to the physician the shear did not perform proper coagulation. At the moment of re-operation there was no fresh blood found in the patient. The low hemoglobin values were probably triggered by something else. What was done during the second procedure to control the bleeding? Sutures. How much blood was lost? App. 1,5 ltrs during the first operation. Was a transfusion required? Yes, 2 packs of blood after the initial surgery. Hemoglobin values deteriorated from 97 after surgery to 79 and then 65. At this point the surgeon decided to perform a second surgery. Again, at the time of re-surgery there was no fresh blood found in the patient. Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. N/a has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. N/a does the patient has a known coagulation disorder? N/a has the patient taken any steroids? Unknown. What was the patient's pre-op hemoglobin and hematocrit? See above. What was the patient's post operative hemoglobin and hematocrit? See above. What is the current patient condition? Patient is at home and recovering. Was the uterine artery skeletonized or was it taken as an ip ligament? How was the bleeding identified? Was the exact site of the bleeding identified and if so, how was it treated? We do not have all the necessary details to your questions below. We believe that the uterine artery was probably not skeletonized enough. The site of bleeding was treated with bipolar and during the second operation with sutures.

Event description:
It was reported that during a 'lsc' hysterectomy procedure, the surgeon used the advanced hemostasis button. Coagulation of arteria uterina insufficient, as patient needed to be re-operated during the night. It is unknown what was used to complete the procedure. One device was discarded.